Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/22/2019. Device evaluation summary: according to the information received, it was reported that during the patient developed capsular contracture. During evaluation of the sample a crease was observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 445cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV post procedure. As a result, patient had undergone removal and replacement with a 445cc mentor memorygel breast implant on (B)(6) 2019.